Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed the flushing water volume of the r2 reagent probe at the wash station was restricted. The fse replaced the reagent probe outside wash valve to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high glucose (glu) results from their au5800 clinical chemistry analyser. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided twelve (12) initial results which were deemed to be erroneously high.